Event description:
A hospital was using the tt206 in a biopsy. The needle broke on the tip during the biopsy. Patient was not hurt, they scanned the patient to see if any metal was in the patient. On (B)(6) /2012, the customer (B)(6) provided the following additional information: the needle was used for a soft tissue biopsy (specific organ not provided). After the core biopsy sample was taken successfully, the tip of the needle broke as the needle was being withdrawn from the patient. The physician had the broken piece in his hand and as the biopsy was CT-guided, they were able to perform a scan on the patient at that instant and confirmed there was no piece left inside the patient. The customer confirmed there was no injury to the patient or medical intervention required.

Manufacturer narrative:
(B)(4). The sample was said to be available for evaluation, however, it has not been received at this time. If the sample is received, a follow-up report will be submitted. The reported failure could not be confirmed as a sample has not been received for evaluation. A review of the internal manufacturing device history record for lot reported did not identify any issues that may have contributed to the reported failure. The most probable root cause could not be determined, as samples were not received for evaluation. During review of the applicable manufacturing, inspection, and packaging processes, no issues were found that could relate personnel or processes to the reported condition. During the manufacturing line process evaluation, no issues where found that could relate personnel to the reported condition. In addition, it was verified that the manufacturing procedure requires applicable personnel to perform a visual verification of the condition of the needle prior to using it in the manufacturing process. The inspection process requires multiple visual and functional tests also be performed prior to passing the needle to the next manufacturing stage. As a sample has not been received for evaluation of the condition of the material used, material could not be confirmed to be a contributing factor. In order to prevent future occurrences, although the most probable root cause could not be determined, the applicable manufacturing line personnel were notified of this report to raise awareness. This issue will continue to be monitored to identify the need for any further actions.

Manufacturer narrative:
(B)(4). As the sample was received, the applicable fields within the medwatch form have been updated accordingly. Evaluation summary: one sample was received for evaluation. During visual inspection, it was noted that the tip of the needle was broken; the broken tip was not available for evaluation. The reported condition was confirmed. The most probable root cause could not be determined as during review of the condition of the applicable raw material used in the manufacturing of the product, the manufacturing process, the inspection process, and the packaging process, no issues were found that could relate any of these to the reported condition. Although the most probable root cause could not be determined, in order to prevent future occurrences, the applicable manufacturing line personnel were notified of this report to raise awareness. This issue will continue to be monitored to identify the need for any further actions.